Event description:
It was reported that when the c-arm was autorotated to 45 degrees it over rotated to 130 degrees before stopping. No injury reported. A field engineer was dispatched to the site and determined the c-arm switches needed to be replaced. Once this was completed the system was working as intended.